Event description:
It was reported that during a da vinci hysterectomy surgical procedure, a broken cable was observed on the pk dissecting forceps instrument and that it would not open and close when attached to the da vinci robot. A new instrument was used to complete the procedure. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's conductor wire to be broken at the yaw pulley exit. The wire was detached from its connection at the grip giving the loose tension at the grip area. The instrument failed the electrical continuity test. The yaw pulley showed no sign of arcing. Failure analysis investigation also found the following damages: the instrument's bipolar yaw pulley exit was broken. The yaw pulley was missing a 0.156 x 0.053 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in the yaw. It is unclear how a piece of the yaw pulley broke. Failure analysis concluded that the broken yaw pulley may have been due to mishandling/misuse. The instrument's grip cable was also frayed at the distal idler pulley. Frayed strands were observed to be sticking out at the wrist of the instrument. The instrument's distal pulley had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks which exhibited light material removal and a rough surface finish. The scratches were short in length and was not axially aligned with the tube. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable, broken yaw pulley missing a piece, and various scratch marks on the main tube with light material removal if to recur could cause or contribute to an adverse event.